Manufacturer narrative:
B7 updated. H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of the customer provided image found labelling confirming the product identification information. The device has not been deployed. The anchor is fractured and is missing the distal end. A visual inspection of the returned device found that it was not retuned in its original packaging. The anchor is still on the shaft of the device, and it is fractured. Only the proximal end of the anchor was returned. The distal end of the inserter is bent, and there is debris on the anchor and the shaft. Based on the condition of the product material found during visual inspection, additional material testing is not required. No relevant supporting clinical information has been provided to assist with a clinical investigation. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a shoulder rotator cuff repair procedure, anchor burst when implanted, pieces were retrieved with tweezers. The procedure was successfully completed using a s+n back-up device in the originally drilled bone hole. No other complications were reported. There was a significant delay, greater than 30 min.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during a shoulder rotator cuff repair procedure, anchor burst when implanted. The procedure was successfully completed using a s+n back-up device. No other complications were reported. There was a significant delay, greater than 30 min.